Event description:
On (B)(6) 2012, olympus biotech pvg learned of an adverse event in the literature: papanna, mc, et al, "the use of bone morphogenic protein-7 (op-1) in the management of resistant non-unions in the upper and lower limb", in injury, 2012 [epub ahead of print]. A (B)(6) female who received osigraft as part of an unspecified procedure to treat a closed femoral fracture non union experienced failure to unite and persistence of the nonunion. The authors stated that the pt was being managed for the persisting nonunion though additional details were not provided. No systemic or allergic reactions were encountered after application of bmp-7. Additional information will be requested from the authors.